Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that stated that his mini-cap came off at some point today. The patient realized that the cap was missing and had put a new cap on, this problem occurred after use. The technical service representative (tsr) assisted the home patient (hp) to contact the nurse as soon as possible. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the following: the cause was unknown and the cap fell off while the patient was sleeping. Prophylactic antibiotics were given and therapy is ongoing.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.